Event description:
It was reported that during a chronic total occlusion treatment procedure, a vessel perforation occurred. The target lesion was located in the occluded right coronary artery (rca). A crossboss catheter was being used in conjunction with a non-bsc guide wire. During usage of the devices, a vessel perforation was noted in the rca. The perforation was located distally to the crossboss catheter. It is thought that the guide wire may have been the cause of the perforation but the exact cause is unknown. The patient underwent a successful pericardial surgical procedure to treat the perforation. There were no further patient complications reported.

Event description:
It was reported that during a chronic total occlusion treatment procedure, a vessel perforation occurred. The target lesion was located in the occluded right coronary artery (rca). A crossboss catheter was being used in conjunction with a non-bsc guide wire. During usage of the devices, a vessel perforation was noted in the rca. The perforation was located distally to the crossboss catheter. It is thought that the guide wire may have been the cause of the perforation but the exact cause is unknown. The patient underwent a successful pericardial surgical procedure to treat the perforation. There were no further patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage or irregularities. There were no burrs on the tip. The torque device functioned properly. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).